Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that a pedicle fractured during compressing a rod-screw construct. It was also reported that a clear zone around screws was observed post-operatively. No additional information is available at this time.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.